Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance, weekly pacing impedance trend data shows varying impedance for min and max rv pace equal to 664 to 1920 ohms range between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead impedance was high and there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.